Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to device use which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device cable and bearings were damaged, there was a hole in the hose, an e8 error code was displayed, it was not possible to test run and the motor and control unit were defective. It was further determined that the device failed pretest for safety assessment , no short circuit between sensor gnd and connector body (42), no short circuit between 5vdc line and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between phases and connector body (42) motor and thermistor assessment. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.